Event description:
Upon further review the information in this record is no longer reportable to the FDA as the device is not PMA approved.

Manufacturer narrative:
Upon further review, this record is no longer reportable to the FDA as the device is not PMA approved. Additional, corrected and/or changed data: a.2, a.4, d.1, d.2a, d.2b, d.4, d.6a, d.6b, g.4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed via ultrasound and MRI. This record is for an unknown side. The device remains implanted.